Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 19599037. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 19609862.

Event description:
It was reported that the patient developed an infection at the ipg pocket site. It was noted that pus came out of the ipg site. The infection was not procedure related however it was unknown as to what caused the infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and was given antibiotics. The patient was doing well post operatively. The explanted devices were not returned as they were kept by the medical facility.